Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations and provided some troubleshooting techniques to the caller. The consultant stated that the reported issues seem to indicate a potential lead fracture. The caller was informed that the lss can cause autocapture to go to retry if no previous unipolar test is stored. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
--

Manufacturer narrative:
(B)(4). The lead was subsequently explanted and returned for testing. A 13cm lead segment was returned for testing. Resistance testing confirmed the lead segment was electrically discontinuous due to a fracture.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting out of range impedance measurements which had triggered the lead safety switch (lss) on the associated pacemaker. Additionally, autocapture was in retry mode. A review of the stored episodes noted ventricular noise which could be reproduced with similar motions that the patient uses in his occupation as a doctor of osteopathic medicine. The caller noted that printouts showed the initial lead value as unipolar, even though it had been programmed bipolar and the associated programmer had been rebooted and a new session was started. Bipolar configuration was subsequently noted after rebooting the programmer for the third time. The caller was inquiring as to how the lss can affect autocapture and what would be the next steps for this lead.